Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, leakage of blood during dilator removal was noted. Also, the patient experienced st depressions. The vizigo sheath was changed, and the procedure was continued. The st returns and becomes normal during confirmation by imaging. No st abnormality after hemostasis. The physician commented that causality unknown (pentaray in mapping in lpv) because the ante line was close to the coronary artery, it may have occurred a little after ablation. No further information is available. No medical/surgical intervention or prolonged hospitalization was required for treatment or prevention of permanent damage to the patient. With the information available, this issue was not assessed as a patient event but as a MDR reportable hemostatic valve separation product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device 6/4/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)-2021 and it was reported that the patient is male and that he fully recovered. Therefore, a3. Gender was updated on this report. The biosense webster inc. Product analysis lab received the device for evaluation on(B)(6)2021. The device evaluation was completed on (B)(6)-2021. It was reported that a male patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. During the procedure, leakage of blood during dilator removal was noted. Also, the patient experienced st depressions. The vizigo sheath was changed, and the procedure was continued. The st returns and becomes normal during confirmation by imaging. No st abnormality after hemostasis. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of mechanical damage. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001393 number, and no internal action related to the complaint was found during the review. An internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per an internal review on 11-aug-2021, it was noticed that the manufacture date was inadvertently omitted on supplemental report (B)(4). Therefore, the h4. Device manufacture date was updated on this report.